Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: material no.: 309628, batch no.: 8184726. It was reported there was an issue with aligning the scale around the 0.2 marker. Every 2 weeks does injection. Did not know where to line the marking on syringe to stopper. Completed injection with marker .2 aligned with the bottom of stopper/thicker part and not the top of the stopper. He feels he missed measured dose. Did not know to align with top of stopper.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The amount of fluid in the syringe should be measured with the "thin rib" of the stopper. The potential root cause for the reported defect is associated with the end user error. According to verbatim improper use of product was identified as the cause of the error. No defects could be confirmed to be associated with the product itself. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: material no.: 309628, batch no.: 8184726. It was reported there was an issue with aligning the scale around the 0.2 marker. Every 2 weeks does injection. Did not know where to line the marking on syringe to stopper. Completed injection with marker .2 aligned with the bottom of stopper/thicker part and not the top of the stopper. He feels he missed measured dose. Did not know to align with top of stopper.